Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 as a bridge to left ventricular assist device or transplant. During support, the patient was getting some suctioning events at p-8. The team lowered to p-5 without suction alarms. Later, it was noted that they were unable to increase the p-level to above p-4 due to suction alarms. The nurse expressed that she thought that there may have been a small leak around the purge reservoir. They changed the purge cassette and monitored it, which there had been no leaks. Additionally, there was a small tear noticed on the anti-contamination sleeve of impella. They addressed according to their hospital protocol. The patient received an orthotopic heart transplantation. The impella 5.5 was successfully weaned and explanted for bridge to transplant.